Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. There was no button error alarm. The pump was received with minor scratched display window, cracked battery tube threads and with cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 110mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.